Event description:
It was reported that the scale was inaccurate due to it needing calibrated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.